Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the time on the pump lagged behind in minutes in relation to the actual time. Blood glucose level was 349 mg/dl. Tandem technical support assisted the customer with correcting time on the pump and continued to use it for insulin therapy.